Manufacturer narrative:
The pump user guide states: "change your cartridge every 48¿72 hours as recommended by your healthcare provider. " no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump notified customer that insulin had stopped delivering and a cartridge change was required. Customer confirmed that the cartridge may have been in use for more than 3 days and needed to be changed as instructed by the tandem user guide. Customer's blood glucose level was 103 mg/dl. Reportedly, the customer was able to successfully load a new cartridge to address the issue.